Event description:
The customer received control readings of 135 and 140mg/dl on the contour next ez meter. The readings were not automatically marked as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer was advised to returned the control solution for evaluation. New strips and control were sent to him.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.